Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported low impedance was not confirmed in the laboratory. A partial lead was returned measuring 17.6cm from the connector pin. An insulation abrasion was noted at 11.2cm to 11.7cm from the connector pin. The rv cables were exposed but the efte coating was not compromised. The damage found is consistent with that of friction to the ICD can. Without the entire lead, a complete evaluation cannot be performed. No other anomaly was noted on the lead that could cause the low hvli. Other: na.

Event description:
It was reported that the patient received inappropriate shocks. Upon interrogation low hvli was observed. When the pocket was opened, insulation damage was observed. The lead was explanted.